Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Requested patient demographics however not provided. Concomitant medical products: repeater pump; 60ml syringe; td (B)(6) 2019.

Event description:
The customer reported a patient receiving a 46 hr. Continuous infusion 5-fu (460ml) programmed at a rate of 10ml/hr. Infused 41 to 42 hrs. Faster than expected. The customer stated: "given that the volume has been confirmed as accurate and there is absolutely no waste of volume upon initiation. It would appear the pumps are running closer to 11ml/hr. When programmed for 10ml/hr." The pharmacist stated that the IV room to stop using the repeater pump and hand fill the volume using 60m l syringe to remove any question of a volume discrepancy however this unfortunately did not fix the issue.¿ there was no patient harm reported per customer. Customer later reported that there was no further issues with the other 2 new 46 hour 5-fu infusions that week and will continue to monitor. "